Event description:
Found portion of mid-line on bedside table. Pt stated "it fell off". Unable to see any remaining catheter. 2" remaining of an 8" catheter. Room & bed search did not reveal catheter. (Catheter has not been found).